Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the user in (B)(6) contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. There was no report of any patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.